Event description:
It was reported that the patient had two stents placed in their outflow graft on (B)(6) 2022 for bend relief compression. The procedure entailed percutaneous femoral artery access through the right femoral artery and the left femoral vein. An intravascular ultrasound was used to visualize the left ventricular assist device (lvad) outflow graft, and angioplasty was done with 12mm x 40mm balloon. Two 10mm x 37mm stents were placed to treat the severe narrowing of the lvad outflow graft. There were no complications and minimal blood loss. Log files were submitted to evaluate pump performance and only revealed 128 pulsatility index (pi) events on (B)(6) 2022 between 10:14 and 11:24. There were no unusual events seen in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Main investigation conclusion: the report of severe outflow graft narrowing could not be confirmed as no product was returned for evaluation and no images were provided for review. The account reported that the patient had two stents placed in the outflow graft on (B)(6) 2022 due to bend relief compression. During the procedure, severe narrowing of the outflow graft was observed. Review of the log files provided by the account revealed no atypical events or alarms and captured the pump functioning as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-013918, and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03may2019. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. C are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.